Event description:
It was reported that during a vns patient's follow-up appointment, an interrogation of the patient's device resulted in an "intensified follow up indicator", which prompted the patient treating vns therapy physician to refer the patient for generator revision surgery. A review of the generator's device history record (DHR) revealed that the voltage measurement calibration test or "trim diagvbat" value was near the lower end of the specification (2.257v, tolerance 2.25v to 2.75v). "Trim diagvbat" is essentially a calibration test performed during manufacturing electrical testing and is used to evaluate the pcbas ability to measure voltage in conjunction with assigned trim values. Due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba), the low "trim diagvbat" value may indicate that the device was inaccurately calibrated to measure battery voltage during the product of the device. As a result of this inaccuracy, the voltage measurements performed by the generator may be lower than the actual voltage of the battery. A review of available patient programming history revealed that the generator had been programmed to 2.0/20/250/7/0.3 soon after implant ((B)(6) 2008) and that an insufficient amount of data was available to determine measured battery voltage. Based upon patient settings, implant duration (approximately 3 years, (B)(6) 2008 - (B)(6) 2011) and the longevity estimates provided in product labeling (3.1 years until ifi), the receipt of the ifi notification appears to be an expected event, though this has not been confirmed. Good faith attempts for additional information are in progress. The patient's explanted generator has been returned to the manufacturer and is currently undergoing analysis.